Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a batch history review (bhr) of regp4535 showed four other similar product complaint(s) from this batch number. Device not returned for evaluation.

Event description:
It was reported by the customer "during the catheterization process, it was found that the stylet of the power catheter had hairy branches, which were uneven, and there was foreign matter attached on the surface of the stylet." It was reported this occurred with four stylets. This report addresses the third stylet.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-00296 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-00612.

Event description:
It was reported by the customer "during the catheterization process, it was found that the stylet of the power catheter had hairy branches, which were uneven, and there was foreign matter attached on the surface of the stylet." It was reported this occurred with four stylets. This report addresses the third stylet.